Event description:
It was reported that during a da vinci s prostatectomy procedure, system error code 212 occurred. The surgical staff power cycled the system several times, however, system error code 212 continued to recur after power up. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code 212 was associated with the left master tool manipulator. The master tool manipulator (mtm) refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtml. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 212 occurs when the actual voltage to drive current through the motors deviates from the expected voltage by a specified amount. Upon determining this condition, the system records the fault and transitions to a safe state. The mtml was returned for failure analysis investigation. Engineering evaluation determined that the harness cable had malfunctioned, thus generating the system error code experienced by the customer. As of (B)(4) 2011, there have been no reported recurrences of the issue at this hospital.